Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue layer was the vicryl suture used on? What was the condition of the tissue where the suture was used (normal, thin, calcified, diseased)? How was suture initially placed (interrupted or continuous)? Did quantity of 2 vicryl sutures untie? Did quantity of 1 vicryl suture untie with 2 possible lot numbers? Can you explain/ describe the ¿eventration¿? Did quantity of 2 sutures untie after the procedure? What date was the second intervention under general anesthesia? Can you describe the appearance of the suture during the second procedure? What was used to close the wound? What is physician¿s opinion as to the etiology of or contributing factors to this event? What are the patient age, weight, other medical conditions? What is the patient current status?

Event description:
It was reported that a patient underwent an obstetric procedure on (B)(6) 2019 and suture was used. The suture untied which led to an eventration. An additional procedure was performed under general anesthesia on (B)(6) 2019. Additional information has been requested.